Event description:
It was reported to vyaire medical that unit amplitude is fluctuating between 33cmh20 and 36cmh20 on the 3100 a ventilator during use on a patient. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and found that the circuit needed calibration. The fsr performed circuit calibration and performance verification and passed. The frequency being unstable was not duplicated but the unit has 43,000 hours and had 6k done last 2021.the fsr explained that the vent is older and should be replaced in the near future. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.